Manufacturer narrative:
Please find below the results of our investigation: the device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications. A review of the device history record for the serial number supplied showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. No relevant supporting information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Additionally, it was communicated that it is unknown whether the device was involved in the intestinal perforation. Therefore based on insufficient information, a clinical assessment cannot be performed at this time.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see below the results of our investigation. Investigation summary: as of today, device return has been requested for this complaint but has not become available. Without return of the actual device we cannot further investigate or confirm the details supplied in this complaint. A review of the device history record for the serial number supplied showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. No relevant supporting information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Additionally, it was communicated that it is unknown whether the device was involved in the intestinal perforation. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Should any relevant information or the device in question become available then this complaint can be re assessed.

Event description:
It was reported that treatment was stopped because patient had intestinal perforation.